Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that balloon leak occurred. A 2.00mm x 12mm maverick² balloon catheter was selected for use to inflate the unspecified target lesion. When the physician inflated the balloon, a leakage was found and noticed that the balloon diameter was not "growing." The physician took the device out from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 catheter with a maverick 2 shelf box. The batch number on the packaging and device matched the reported batch number. There was blood in the balloon and contrast in the inflation lumen. There were multiple hypotube kinks. Magnified inspection revealed pinhole in the balloon material adjacent to the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).